Manufacturer narrative:
The patient reports no specific events or activities taking place after the implant that may have contributed to migration of the system components. The patient is reported to have loose, fatty tissue at the implant location and the soft tissue quality is noted to potentially provide inadequate support to stabilize the implanted components. It is possible that the choice of location for the implant in unstable tissue allowed the ipg and lead to move away from the original implant location. It is unknown if the patient had any other potential implant locations that would have provided more suitable tissue for the device with still addressing the location of pain.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (b)(5) 2025 to treat knee pain. After activating the system and using it for a short time, the implantable pulse generator (ipg) was found to be beyond the recommended depth for optimal connectivity and one of the implanted leads had migrated away from the intended nerve target. On (B)(6) 2026 a surgical intervention was performed to reposition the affected components. During the procedure the lateral lead and the ipg were damaged and required replacement.